Event description:
Update was received that patient had a lead revision. The suspect device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high impedance. Xrays were ordered. Clinic notes were received and the physician reports patient denies any falls or chest pain. Xrays were taken and reviewed with no findings relevant to the high impedance observed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician has responded that there has not been any trauma or manipulation of the site that could have caused the high impedance. There has been no known surgical intervention to date. No other relevant information has been received to date.